Manufacturer narrative:
Load cell and scale control board.

Event description:
It was reported by service report that the reading on the bed scale was floating. No pt involvement or adverse consequences are reported.